Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. One hour after treatment was started, an alarm occurred on the machine during self-calibration. The ultrafiltration parameters were checked and noted to be within normal range. The alarm could not be cleared. The patient experienced chest tightness and elevated blood pressure. The machine was replaced and dialysis was resumed. The post-therapy patient weight was found to be a weight gain of 2.3kg. No additional information is available.